Event description:
The customer received questionable insulin results for multiple samples from one patient. The results from (B)(6) 2014: sample 1 (0 min after meal) result was 336.1 uu/ml. Sample 2 (30 min after meal) result was 343.9 uu/ml. Sample 3 (60 min after meal) result was 363.1 uu/ml. Sample 4 (120 min after meal) result was 393.3 uu/ml. The samples were submitted for investigation and tested on an analytical e module analyzer on (B)(6) 2014. Sample 1 result was 316.8 uu/ml. Sample 2 result was 316.7 uu/ml. Sample 3 result was 323.3 uu/ml. Sample 4 result was 367.9 uu/ml. The samples were also tested on a centaur analyzer (clia) on (B)(6) 2014. Sample 1 result was 59.9 uu/ml. Sample 2 result was 65.0 uu/ml. Sample 3 result was 65.2 uu/ml. Sample 4 result was 67.7 uu/ml. The samples were checked for recovery with 25% peg addition on both the analytical e module analyzer and centaur analyzer (clia). Sample 1 analytical e module result was 3%, centaur result was 16%. Sample 2 analytical e module result was 7%, centaur result was 34%. Sample 3 analytical e module result was 5%, centaur result was 21%. Sample 4 analytical e module result was 5%, centaur result was 22%. With hplc after gel filtration, a non-specific peak was observed at 30.5 min (molecular weight > igg) beside the insulin peak at 37 min. Based on these investigation results, it was possible that anti-insulin antibodies in the patient samples were bound to insulin and became a complex which had no hormone activation. The complex then reacted to the insulin reagent and led to the high results. The samples were submitted for further investigation. Information concerning if any erroneous result was reported outside the laboratory was requested, but was not provided. There was no death, treatment or injury associated with the erroneous results.

Manufacturer narrative:
During further testing of the patient samples, the customer's insulin results and results after 25% peg addition could be reproduced. Based on these results, it was very likely that anti-insulin antibodies were present in the samples which bind to insulin and become a complex that has no hormone activation. This interference is documented in product labeling. As there was no sample left for further investigation, a specific root cause could not be confirmed. Review of the provided calibration and qc data found all results within the specified ranges.

Manufacturer narrative:
This event occurred in (B)(6).